Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was not feeling like there was a full void anymore. The patient reported they were having a full flow before, and when they first started it was like a gush and it was not like that. No further complications were reported.